Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 3rd related complaint for scale marking missing on lot # 9259105. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9259105. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle was missing scale markings. This occurred on 53 occasions during use. The following information was provided by the initial reporter: material no.: 320440 batch no.: 9259105. It was reported the consumer found 53 syringes with missing markings.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle was missing scale markings. This occurred on 53 occasions during use. The following information was provided by the initial reporter: material no.: 320440, batch no.: 9259105. It was reported the consumer found 53 syringes with missing markings.

Manufacturer narrative:
The following fields have been updated with additional information: d.10. Device available for eval? Yes. D.10. Returned to manufacturer on: 2020-06-26. H.3. Device returned to manufacturer: yes. H.3. Device eval by manufacturer: yes. Investigation summary: sample will be forwarded to manufacturing (holdrege) on 06jul2020 for further review. Level a investigation: complaint evaluation / complaint history check for the event(s) that occurred. Severity: s1; occurrence: a complaint history check was performed and this is the 3rd related complaint for scale marking missing on lot # 9259105. Investigation summary: customer returned (5) loose 3/10cc, 8mm syringes. Customer states that there are missing markings. All returned syringes were examined and all exhibited partial or completely missing scale markings. Manufacturing (holdrege) will be notified of this issue. A review of the device history record was completed for batch# 9259105. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: as per investigation completed by manufacturing under investigation child 1654425, "on 29 jun 2020, holdrege received a photo of batch 9259105. Visual inspection of the photos exhibited (5) syringes with missing print. (3) of the 5 syringes had no barrel print on them at all. (2) of the syringes had some barrel print, but was mostly missing. Process summary: blank barrels are transferred from totes to a bulk hopper, the hopper then meters them into the vibratory feeder which orients and transfers the barrels single file into the first inline feeder. The first inline feeder rail transfers to the inspection dial where short molding defects are rejected. After the inspection dial, the barrels are transferred to the second inline feeder and transitions through the corona treater terminating at the inhibit gate. At cycle start, the inhibit gate opens, introducing barrels to printer infeed dial on through the flange guide which aligns the flanges for proper registration and into the print carousel where ink images are applied. From the print carousel, the barrels are transitioned to the transfer dial and into the curing oven. The cured product exits the oven chute for transfer to the next operation. Root cause for the blank barrels was not enough ink coming out of the ink nozzle. DHR, l2l dispatches, logbook entries were looked at, nothing was found pertaining to this defect. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.